Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 1996mcg/day and dilaudid (hydromorphone) 5mg/ml for a total dose of 4.99mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported a volume discrepancy-only occurred when patient was in for a routine refill today ((B)(6) 2017). The expected residual volume (erv) was 4.9ml and the actual residual volume (arv) was 0ml. It was noted no discrepancies in the past. It was listed as not applicable when asked if reservoir volume was injected at last refill. Patient experienced nausea, vomiting, increased pain, sneezing, and anxiety. Theonset of nausea and vomiting occurred on (B)(6) 2017 and pain came a couple days later. It was noted as a sudden change in symptoms. It was noted they decreased the dose down and they are going to slowly bring the doses back up to see if that will be tolerated. Healthcare professional (hcp) was going to monitor volumes at next refill or next programming. Patient was now on the following dosing: fentanyl 100.1mcg/day and hydromorphone 0.2501 mg/day. It was also reported patient wanted to know why pump ran out of medications and was redirected to hcp as the records can be pulled from the pump. Patient wanted to know where did all the medication go and what would happen to her with all that medication inside of her. Patient was redirected to hcp as that was medical in nature. It was noted the pump ran out of medication and was not an out of box failure. It was stated no, a medical or therapy problem associated with small parts was not reported. Patient was redirected to follow up with hcp due to patient stating she wants answers regarding the pump. It was reviewed the hcp can get the pump records from the pump which will show why the pump ran out of medication. It was stated patient woke up vomiting on (B)(6) 2017 and thought it was the flu. It was stated patient had been vomiting until today ((B)(6) 2017) when they put medication in the pump. Patient stated the pump did not alarm. It was reviewed why the pump would not alarm and patient stated the refill date was scheduled for (B)(6) 2017.